Event description:
It was reported that a patient underwent a gyn procedure in (B)(6) 2022 and suture was used. During the procedure, it was reported that the gyn surgeons are having problems with the suture. The suture is breaking when closing the skin. Lot number is not available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. No patient consequence. Events reported via 2210968-2022-05115, and 2210968-2022-05119.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: g1 the following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please provide the lot number: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what was the name of the procedure? What was the procedure date? Was there any adverse consequence associated with the patient? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Please provide the lot number: